Manufacturer narrative:
09-mar-2016 product investigation results: reporter returned product on 22-feb-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified.

Event description:
Brush head comes off while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush (3d excel), the oral-b precision clean brushhead comes off. The reporter stated he or she had the toothbrush for years. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head comes off while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush (3d excel), the oral-b precision clean brushhead comes off. The reporter stated he or she had the toothbrush for years. No symptoms developed.